Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was over 600 mg/dl at the time of the incident. Patient's current bg: 400 mg/dl. Customer stated that he does boluses like insulin pump tells him to. Customer stated that he noticed high blood glucose when he did meter check. Patient's blood glucose at time of incident: other patient's current blood glucose: 328 mg/dl. Customer treated for high blood glucose with insulin pump and syringe. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. The insulin pump will not be returned for analysis.